Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead had diminished sensing and the right atrial (ra) lead experienced dislodgement. The ra lead dislodgement caused atrial undersensing, and oversensing of the right ventricle. The ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).